Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2011-02484 and 1627487-2011-02485. The patient received an scs system, including and ipg, two percutaneous leads (of the same lot) and two anchors (of the same lot), on (B)(6) 2010. It was reported the entire scs system was explanted and not replaced due to an infection. A culture of the infected area was performed, however results have not been provided. The patient was treated with both intravenous and oral antibiotics. Follow up on the patient found he is doing well.